Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included dysmenorrhea, dyspareunia, uterine prolapse, anemia and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline hydrochloride (zoloft) and sumatriptan. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraine / migraines / headaches"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headache") and dysmenorrhoea (seriousness criterion medically significant). The patient was treated with d&c and surgery (ablation and hyst. (Partial),salping. (Unilateral), ablation ,oophorectomy (unilateral), ablation). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, headache, fatigue and migraine had resolved and the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010 patient received treatment for events ¿fatigue, migraines, headaches, menorrhagia the essure tubal coil was easily placed into the left fallopian tube ostii (as written) and was released. The coil was released with a resultant five coils trailing into the endometrial canal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, headache, migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal). Reporter information, aka name, concomitant drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included dysmenorrhea, dyspareunia, uterine prolapse, anemia and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline hydrochloride (zoloft) and sumatriptan. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraine / migraines / headaches"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headache") and dysmenorrhoea (seriousness criterion medically significant). The patient was treated with d&c and surgery (ablation and hyst. (Partial),salping. (Unilateral), ablation ,oophorectomy (unilateral), ablation). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, headache, fatigue and migraine had resolved and the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 patient received treatment for events ¿fatigue, migraines, headaches, menorrhagia the essure tubal coil was easily placed into the left fallopian tube ostii (as written) and was released. The coil was released with a resultant five coils trailing into the endometrial canal. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, headache, migraines. Lot number: 789035, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral), ablation ,oophorectomy (unilateral), ablation). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, headache, fatigue and migraine had resolved. The reporter considered fatigue, headache, menorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2010 patient received treatment for events ¿fatigue, migraines, headaches, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to menorrhagia (heavy menstrual bleeding). Outcome of menorrhagia updated to recovered / resolved. New events she did not undergo an essure confirmation test, fatigue, migraines, headaches were added. Patient information were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.